Event description:
This report is to advise of an event oserved during anlaysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.no complaint received with return of device. Failure event observed during analysis.final analysis found that partial lead was returned. Insulation degradation exposing the outer coil was noted at 4.4 cm from the connector pin. The insulation was abraded at 8.0 cm to 8.2 cm which exposed the outer coil at 8.0 cm to 8.2 cm from the connector pin. The abrasion was consistent with constant friction to the device can.